Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 51-year-old male in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The nurse stated there was a lot of bleeding during impella support. Sales rep. Walked the nurse through changing the dressing and noted a significant amount of clot. All of this was removed and the angle of entry was maintained and a new dressing was applied. No hematoma noted. Groin was soft. The rep. Encouraged the nurse to change the dressing and address any bleeding.

Manufacturer narrative:
The investigation into the reported thrombus has been completed since the original report was filed. No product was returned. As per clinical patient had a lot of bleeding at access site, dressing changed and later noted a significant amount of clot with calcified vessel condition. Clot was removed and new dressing changed to resolve bleeding. During weaning and explant of impella heparin stopped due to concerns for heparin induced thrombocytopenia with platelet drop of 50% noted. The cause of the access site bleeding issue was most likely patient condition related per clinical. The cause of the thrombocytopenia issue was most likely patient condition related and unknown relation to impella per clinical.